Event description:
It was reported that during a vats lobectomy procedure, the staples were partly fired. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was rec'd with the tube dislodged and with a reload cartridge loaded in the device. The cartridge was rec'd partially fired. The returned device was noted to have the tube dislodge from the handle and the firing mechanism damaged. The device was disassembled to verify the conditions of the internal components; the channel retainer was found broken and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.